Manufacturer narrative:
User facility medwatch was received on 10/22/2018. The report number is mw5080237. Initial reporter facility name, address, and contact information was not provided. The device has not been received. If the device is returned, a supplemental report will be submitted. On nov 27, 2018, received notification from FDA that the initial MDR submitted on november 16, 2018 has been rejected due to invalid reporting sequence number (00000). Subsequently, new the event is being resubmitted under new manufacturer report number.

Event description:
The customer reported that an extension set separated where the inline filter is attached causing a chemotherapy spill on the floor bedside the patient's bed. This occurred during infusion of etoposide. There was patient involvement, but no adverse event and no report of delay in critical therapy.

Manufacturer narrative:
A lot review was performed and there were no discrepancies that may have contributed to a complaint of this nature.